Manufacturer narrative:
Technical services discussed a possible intermittent setscrew or connection issue, lead dislodgement, or that the position of the lead was not in contact with viable tissue. The physician could monitor or perform an invasive procedure to investigate the connections. No adverse patient effects were reported. The lead remains in service. The field representative later reported that the physician planned to continue to monitor the lead for now. The patient experienced no symptoms due to the loss of capture, and was scheduled to be seen again the following month.

Event description:
Boston scientific crm received information that this coronary sinus lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent pacing impedance measurements that were >2000 ohms. Loss of capture was also observed. This began in august, and the measurements were normal on some days and out of range on other days.